Manufacturer narrative:
Impl tapered scr-v sbm 6m m 5.7mm 13mm (tsv6b13) was returned for investigation. Visual evaluation of the as returned product identified significant damage about the threads and fracturing at the collars. No pre-existing conditions were noted on the per. The reported product was located on tooth site 18 (universal) and used for approximately 13.5 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). DHR review was completed for the subject lot numbers (60716136). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot numbers (60716136) for similar event and no other complaint was identified. August post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fracture) or product (tsv6b13). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed. Based on the investigation and risk file review, the most likely cause is long-term parafunction over the course of 13.5 years.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Additional PMA/510(k) number: k011028, k013227.

Event description:
It was reported that implant (tsv6b13) was removed due to implant fractured at tooth location 18.